Manufacturer narrative:
The user reported leaking issue was confirmed by the IV set contract manufacturer carefusion/ bd on 06/03/2016. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. No patient injury or harm was involved in this case. (B)(4).

Event description:
The user reported that "we have noticed some issues with the zyno filter tubing. It leaks and today we had an incident where taxol was pouring straight out of the filter." The user reported on (B)(6) 2016 that "I spiked a vial of gamma gard and when the fluid went into the filter it started pouring out of the small hole in the back of the filter. The medication did not make it to patient. "